Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, a failure of the device to power on was observed. The device's interface board was replaced to address the issue. An intermittent short was observed with the ac inlet connector. The device's ac inlet connector was replaced to address the issue.